Event description:
Reportedly, the lead was found dislodged beginning of (B)(6) 2024 and on (B)(6) 2024, a reintervention was performed to reposition the lead. End of (B)(6) 2024, a lead dislodgement was detected again, and on 10, the lead was explanted without the need to retract the helix and observes a lot of tissue around the tip.

Manufacturer narrative:
Please refer to the attached report. Investigation summary: the review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As informed atrial lead dislodgement was suspected on (B)(6) 2023 due to high atrial threshold. However, since memory were reinitialized on (B)(6) 2024, no evidence of atrial threshold increase was available. Lead dislodgement could occur due to external factors, such as patient physiology, or physician preferred implant site. Lead dislodgement is a well-known potential complication associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. On 15 january 2024, the lead was repositioned. Review of the provided patient files revealed that since (B)(6) 2024 low p-waves amplitudes as well as increase of atrial threshold to 4v) are suggestive of a lead dislodgement. As reported, during explantation procedure, the lead was found in the superior vena cava, confirming the lead dislodgement. The second dislodgement discovered in (B)(6) 2024 could be the result of the presence of tissue within the screw house, preventing the fixation mechanism to work properly. However, the lead involved in this complaint shipped for analysis was lost during transportation. Therefore, no expertise could be performed. If the lead arrives at the expertise location, the investigation may be performed. The results of this investigation are retained and utilized for trending purposes.

Event description:
Reportedly, the lead was found dislodged beginning of (B)(6) 2024 and on (B)(6) 2024, a reintervention was performed to reposition the lead. End of (B)(6) 2024, a lead dislodgement was detected again, and on 10, the lead was explanted without the need to retract the helix and observes a lot of tissue around the tip.